Manufacturer narrative:
This report is submitted on december 02, 2021.

Event description:
Per the clinic, the patient experienced pain and swelling with the device use and subsequently was treated with antibiotics (type, date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.